Event description:
The customer stated that she received low blood glucose readings such as 23, 82, and 33 mg/dl. While troubleshooting, she performed control tests and received results of 52 and 53 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.